Manufacturer narrative:
Unit passed selftest. No frozen screen or slow performance noted during testing. The pump was cut open and no moisture or physical damage were noted during visual inspection. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched lcd window, missing display window cover, crack keypad overlay select button, pillowing keypad overlay, damaged keypad overlay texture, cracked battery tube threads, cracked case at belt clip rail corner, and scratched case. No frozen screen and slow performance were not confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the issue related to the pump froze three times and running slowly. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was not performed. It is unknown if the customer will continue to use the product. No harm requiring medical intervention was reported. No product return is required for mmt-1884.